Event description:
Pt had acl revision 7 months post-op. Upon manipulation with probe or curette, material flaked out of the site (snow created).

Manufacturer narrative:
As part of our risk management process a retrospective review of trufit plug complaints (2004 to 2007) which was prior to smith-nephew integration has been conducted. As a result this complaint has been determined to be reportable.